Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed unexplained reboots on (B)(4) 2016. A review of the pump histories did not show any errors, alarms, or warnings associated with the complaint. The pump powered on normally and successfully completed rewind, load, and prime steps and was exercised for 24 hours with no power interruptions occurring. The pump casing was opened and no defects were found to the power circuit. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed the following: there were cracks observed in the battery compartment and in the pump casing near the display lens and to the left side of the keypad; there was visible rust/corrosion inside the battery compartment and on the battery cap; leak testing revealed leaks at the battery compartment and pump casing cracks; internal moisture was found on the battery canister and support bracket; the audio bolus button cover was damaged but the button responded normally during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.